Manufacturer narrative:
A series of photos were shared by the customer, basically is observed a pieces break from a bent force applied. No additional damage was observed on the photos. One (1) used sample # (B)(6) was returned for evaluation. As received it was confirmed a broken part from the manifold section, it was confirmed based on the item configuration that broken unions were bonded. The complaint of leaks can be confirmed based on the physical used sample evaluation. The probable causes was due to an unintentional twisting force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 122" 15 drop primary set w/remv 3 gang 4-way stopcocks, clave¿, rotating luer, 2 ext. The report states that they had experienced experienced a break, resulting in a leak. They noticed the manifold on b9784 was compromised. It was also reported that the product was different than what they were accustomed to receiving from ICU medical. The material used to make the manifold, which holds multiple stopcocks, felt much cheaper, thinner, and flimsier. This had caused multiple items, still packaged inside the ICU medical box, to be bent and cracked. The leak happened next to the bed side. They noticed liquid leaking and then went to check all other product from that same lot and case. They then noticed other eaches inside the case were also damaged (bent and/or cracked). The event occurred during patient use. The product was not reprocessed or re-sterilized prior to use. There was patient involvement and no human harm nor adverse event, there was a delay in therapy reported. This is the third of five events reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.